Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. Evidence of use was observed in the photo but no damage to the components could be seen in the photo. The customer returned an opened cvc kit including one guide wire in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use were observed on the swg. The guide wire was observed to have no kinks on the body. The distal j-bend appeared as expected. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed on the needle. The overall length of the guide wire measured 603mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.808mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The outer diameter of the needle cannula measured 0.05005" which is within the specifications of 0.0495"-0.0505" per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.041" which is within the specifications of 0.041"-0.043" per the needle cannula product drawing. The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components as expected with little to no resistance. Performed per the instructions-for-use (IFU) statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was not able to be confirmed through examination of the returned sample. There were no kinks or other signs of damage observed on the guide wire. The returned guide wire and introducer needle met all relevant dimensional and functional requirements and the guide wire was able to advance through the needle as expected. A device history record review did not identify any manufacturing related issues. Based on these circumstances, no problem was found on the sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle during use on the patient. The spring wire guide was found kinked.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the needle during use on the patient. The spring wire guide was found kinked.